Event description:
Zoll's technical services dept indicated that during a routine preventive maintenance check, the device failed the leakage test. The technician indicated that there was no pt involvement in the reported malfunction.